Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Monitor sn (B)(4) would not power on.